Event description:
It was reported that the insulin pump had blank display and alarmed battery out limit. Customer's blood glucose was 177 mg/dl. Troubleshooting was done. The customer was advised to insert new aaa alkaline battery as soon as possible due to battery in use was duracell. Advised customer the battery cap would be replaced. The customer was advised to call back if issue persists. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.